Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead exhibited loss of capture, patient reported that received several shocks, however, no shocks were reported and it is possible that are likely nerve stimulation. Lead remains in service. No adverse patient effects.